Event description:
It was reported that on october 16, 2025, the pleurx pleural catheter mini kit valve was leaking, so a flushing hose was connected to ensure proper relief. The leaking valve was dripping without the flushing hose. The device was secured with a clamp, and the flushing hose was removed, then the valve was replaced, and successful drainage was achieved. It was also mentioned that safety valve broken/damaged/disconnected. No additional intervention was reported. No patient injury was reported.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for the identification of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the lot number was not provided; a review of the device history records could not be performed. Photos were not provided for review. The device has not been returned. Upon completion of the investigation, a supplemental report will be filed. D4 (expiration date is unknown) h4 (device manufacturing date is unknown) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), 2025, the pleurx pleural catheter mini kit valve was leaking, so a flushing hose was connected to ensure proper relief. The leaking valve was dripping without the flushing hose. The device was secured with a clamp, and the flushing hose was removed, then the valve was replaced, and successful drainage was achieved. It was also mentioned that safety valve broken/damaged/disconnected. No additional intervention was reported. No patient injury was reported.